Event description:
It was reported that when an asymptomatic patient presented in clinic during follow-up, the device found to be in backup vvi mode. The device restored successfully, and the patient will continue with regular follow-up.